Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com (B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. There was no data log available to review. A bin file analysis was performed and errors were found. The reported event of a loss of connection was confirmed. No additional patient or event information is available.